Event description:
The user first noticed a decrease in her hearing performance with the device in 2019. Imaging then showed that the user has a cholesteatoma in the concerned left ear and the implant is out of the cochlea. Re-implantation has been scheduled for (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. The reported trauma might has contributed to the observed issue. Furthermore, the electrode array extruded through the tympanic membrane due to undetermined reasons. This is a final report.

Event description:
The user first noticed a decrease in her hearing performance with the device in 2019. Imaging taken at that time showed that the electrode was out of the cochlea and reportedly also cholesteatoma. It was assumed then that the reason for the extrusion of the array was due to cholesteatoma. The user was re-implanted on (B)(6) 2022. The entire electrode array was visible as it has extruded into the external auditory canal. No cholesteatoma in the middle ear was found at explantation. According to the surgeon it is believed that the user had a trauma some years ago which actually led to the electrode migration as 3 more electrode channels had to be disabled after that. Additionally, per device explantation report it was confirmed that the electrode array (all 12 channels) was found outside the cochlea and that the electrode lead was found kinked in one or more locations.